Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 462 mg/dl. He treated his blood glucose level with a manual injection. The customer received a motor error alarm on his previous insulin pump. He decided to disconnect from the insulin pump and revert to manual injections. The product was not returned. Nothing further to report.